Event description:
Boston scientific received information that this transvenous right atrial lead did exhibit high pace impedance, noise, and loss of capture. Although the local area sales representative confirmed that the patient did not experience any adverse symptoms, there was early surgical intervention performed to remove this lead from service.

Manufacturer narrative:
To date, this lead is surgically abandoned. If new information were to become available, this report will be further evaluated and updated.